Event description:
Information received from the field does not address the patient's clinical status but notes increased capture thresholds and intermittent ventricular capture at 4.5 v, 1.5 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received